Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Us complainant reported the patient was on impella cp due to inferolateral st elevation myocardial infarction (stemi). While on support, patient began to hemolyze significantly and increasing support of pressors was needed. The decision was made to escalate to impella 5.5. The patient¿s condition was significantly worse overnight. Team suspects embolic event involving the gut. Family with withdraw care.

Manufacturer narrative:
Corrections to the initial MFR report #1220648-2024-17678: b2-selected death and added date of death. B5-mso review. H1-type of reportable event changed to death. H6-impact code 1802.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were reviewed finding no motor current (mc) spikes observed. No suctions occurred. Positioning alarm in aorta occurred couple times which is not clear if repositioning performed to help the support the reported issue. The root cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Corrections to the initial MFR report: d4 model number.